Manufacturer narrative:
Manufacturing and quality control data: we have only received the product data without article number or serial number. The product itself is not available for an investigation. Without a serial number it is not possible for us to trace the complained product. Nevertheless, we can ensure that the progav 2.0 has a normal pressure range of 0 to 20 cmh2o. All parameters (opening pressure, reflux, tightness, adjustability and brake function) are inspected and signed during the manufacturing process. Result : an investigation was not possible because no product was send for investigation. Referring to the reason of the complaint we point out that it is important to position the adjustment tool centrally over the valve. It is also possible that any deposits of protein have been affected the valve's adjustability. 1. Possibly the medical problems (meningitis) of the patient may have led to increased protein production. However, we cannot finally clarify what influenced the setting of the pressure stage, as this would require an examination of the valve.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav 2 on an unspecified date. Postoperatively, there was difficulty with adjustment and the patient was scheduled for a doctor's appointment. Patient was noted to have over-drainage; the valve was depressed several times but adjustment was not successful. It was then reported that the patient had had some other medical concerns including meningitis. A recommendation was made to flush the valve via the reservoir due to possible protein build up. An operative procedure was scheduled to attempt to flush the valve. During the procedure a revision was performed and the valve was replaced. The surgery went well. Additional information was not provided.